Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch was of an older model. The field service engineer inspected latch and replaced it with new latch assembly to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system remote manager, the refrigerator was experiencing intermittent clicking and locking issues, which hindered users from access to its contents. The customer reported that the issue arose while the user tried to pull out medication from the fridge. There were no adverse events or injuries reported based on this incident.